Event description:
During a laparascopic hernia repair procedure a grasper was inserted into pt's abdomen. The grasper jaw broke and fell into the pt's abdomen cavity. The surgeon retrieved the equipment. The pt did not suffer any harm as a result of the event.